Manufacturer narrative:
E1: patient country: united kingdom. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set blockage in tubing event on 3-apr-2024. The patient resolved the event by changing supplies as necessary and resumed insulin therapy. No further information available.